Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, p- cap was inserted and properly locked into place. Unit was successfully downloaded using thus. No unexpected alarms, alert, anomalies noted during testing. No notable alarms or alerts were found in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: scratched case, missing display window cover, cracked case (battery tube), pillowing keypad overlay. No unexpected alarms, alert, anomalies noted during testing. Exposed to moisture is confirmed at the pcba 1 and force sensor. Unable to confirm high bg anomaly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump exposed to moisture. The customer reported blood glucose value of 24.2 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1782k. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported that pump was exposed to moisture and fluid was present in reservoir compartment. The auto mode/smartguard feature was not active. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1782k was requested and customer response was the device will be returned.